Event description:
The laser system has the following problem: "during programmed maintenance the focus beam was found very low, and a burn mark was found inside the cell lens".

Manufacturer narrative:
The problem was due to a burn main on focus cell. After the replacement of this part, the laser system restarted to work. We are unaware about pt injury.